Event description:
It was reported to philips that the device's therapy capacitor is defective.

Manufacturer narrative:
The bench tech evaluated the device and determined that the therapy capacitor requires replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.